Event description:
It was reported that the patient had received medical treatment from an emergency medical technician (emt) due to hypoglycemia on (B)(6) 2023. The patient's blood glucose levels reached 30 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hypoglycemia and sweating. The patient also reported feeling incoherent. The patient¿s daughter gave the patient 4 glucose pills to treat hypoglycemia. The emt gave the patient a tube of glucose. The emt offered to bring the patient to a hospital but the patient refused to go. The patient reported the emt left after 20 minutes. The patient has discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.